Event description:
It was reported that the aws froze up and they were getting error codes when processing a patient image, causing the patient to be re-exposed. The site rebooted the system and it's working s intended.